Event description:
Boston scientific received information that this right atrial (ra) lead and pacemaker triggered a lead safety switch for pace impedance measurements of less than 200 ohms. Noise was also observed. The local boston scientific field representative reported that the physician intended to monitor the patient. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.